Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to their device beeping. The patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high threshold, oversensing and elevated sensing integrity counter (sic) counts. It was also noted that the lead exhibited no capture, a lead noise warning was triggered, diminished sensing and over nine thousands v-v intervals. A x-ray showed the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.